Manufacturer narrative:
(B)(4). H6: health effect - clinical code - code 4581, e2402 selected as there is no code available for systemic allergic skin reaction.

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction with itching and redness, under the entire patch area, described by the patient as ¿all over her body¿. The patient experienced the itchy skin reaction, besides on her arm, also on her legs and abdomen and stated it appeared in random spots without being connected all the way from the insertion site. The patient consulted her doctor a week after resting the affected skin area, and the doctor advised to give the affected skin area another month of rest and to not put a new sensor during this time. No other medication was prescribed or advised. The patient reported that the irritation disappeared after 3 weeks after the insertion date. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).